Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a serious injury with high blood glucose of 597 mg/dl. They had diarrhea and was vomiting. The emergency medical service was dispatched as a result of high blood glucose. They were hospitalized on (B)(6) 2017 at around 1 pm. The customer¿s blood glucose level at the time of admission was around 500 mg/dl. They were treated with insulin drip. It was noted that they had a small heart attack. They were not wearing the insulin pump at the time of hospitalization. They were off the device for less than 48 hours prior to the hospitalization. Their current blood glucose was 263 mg/dl. They were still at the hospital at the time of the call. Troubleshooting was performed and insulin exited without incident. Additionally, the customer reported that insulin continued to drip out of the infusion set when they completed the fill tubing process. Troubleshooting was performed and the issue did not recur. The device will not be returned for analysis.